Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Alleged the bed exit system fails to alarm even though it is set. The customer has checked the facility's nurse call system and the bed exit tape switches and confirmed they are both working.